Event description:
As reported by the edwards field clinical specialist, a manta closure device failed during a tavr procedure and led to a vascular complication. There was no allegation of any edwards device that caused the event. Ew reference number: case no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).